Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).

Event description:
Consumer complaint of high blood results. Results of 227, 284, 200, 273mg/dl. Caller states a control test showed result in range. No adverse event reported. Caller wanted meter replaced.